Manufacturer narrative:
(B)(6). Age at time of event: 18 years of age or older. Device is combination product. Device evaluated by MFR.: synergy ii us mr 2.25 x 28 mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found damage to the proximal end of the stent with stent struts lifted and bunched distally. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that the stent was damaged and moved on the balloon. A mr 2.25 x 28mm synergy ii drug eluting stent was advanced, however unable to cross the lesion. During removal of the stent through a watchdog hemostasis valve, the stent was noted to be deformed and came off the balloon a little bit. The procedure was completed using the same watchdog hemostasis valve and another synergy stent of the size. No patient complications were reported and the patient was noted to be fine.

Manufacturer narrative:
Age at time of event: 18 years of age or older. Device is combination product.

Event description:
It was reported that the stent was damaged and moved on the balloon. A mr 2.25 x 28mm synergy ii drug eluting stent was advanced, however unable to cross the lesion. During removal of the stent through a watchdog hemostasis valve, the stent was noted to be deformed and came off the balloon a little bit. The procedure was completed using the same watchdog hemostasis valve and another synergy stent of the size. No patient complications were reported and the patient was noted to be fine.